Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a battery out limit and the display was blank. Blood glucose level at the time of the incident was 453 mg/dl. During troubleshooting, the customer was able to get the display to return, but was still sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.